Event description:
It was reported that a smiths medical fluid warmer alarms air in line but no audible. No patient involvement.

Manufacturer narrative:
Other text: device evaluation the device was returned for evaluation. The device was given functional testing; this showed the device led illuminated during an alarm condition but did not sound the audible alarm. This issue was determined caused by a fault with the control board. The cause of the control board issue was not confirmed.